Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc lot in february of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. Visual investigation disproves complainant's claims of jaws being misaligned. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.